Event description:
It was reported that the patient was admitted to the emergency room due to over-sedation and overdose. The patient was reported to be very groggy. There were no recent changes to the drug concentration and/or dose. The patient also takes oral morphine. The health care provider (hcp) reported, she will decrease the pump dose by 20% and admit the patient to the intensive care unit (ICU) for observation. A pump study and reservoir volume check would be done the next day. The patient also reported to the hcp that she has had abdominal pain in her right lower quadrant over the last 2 weeks, and yesterday the patient palpated a "lump" over the pump. Then 15 to 20 minutes later, the patient reported feeling overdose symptoms. The pump was being used to deliver baclofen (compounded). Additional information was provided that there was no drug and the cause of the event was infection of the pump. There was draining of the incision tract and abdomen over the pump. The pump and catheter were explanted.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).